Event description:
Frequently, my wife woke up when I had low blood sugar and would test my blood sugar level with my lifescan meter to ascertain what my blood sugar level was. She was doing that with the meter that was showing a defectively high reading. Based on that she would give me juice or call 911/paramedics. On (B)(6) 2020 my old meter read 30 and my wife called 911 for help. The paramedics quickly arrived and took my blood sugar on their device, it did not even register. I could have died due to the malfunction of the lifescan meter if the paramedics/911 had not been called. When I saw my doctor for an annual exam on (B)(6) 2020, my glucose level from the blood tests I received on (B)(6) 2020 was at 49. I had checked my glucose level on my meter before I received my fasting blood test and it was over 80. My a1c was 4.8 - the lowest I've ever had. My doctor was happy about my low a1c but worried that I was becoming hypoglycemic even though I have been a type 1 diabetic since I was (B)(6). He asked me if I had been having a lot of insulin reactions because of such a low a1c. Although I have had my diabetes under control for years, I have never had an a1c that low. This was all due to the malfunctioning of my old meter. After I went to my doctor I became very concerned, so I called lifescan to request a new meter. I spoke to a supervisor and she sent me a new meter with test strips. I then compared the new and old meter readings using the same drop of blood on both of the test strips for each meter. The old meter I was using was registering up to 40 points higher than the new meter I received, so I was compensating with more insulin because I thought my blood sugar was higher than it actually was. I was having numerous insulin reactions for many months. The readings have all been documented and given to lifescan. After I gave the results to lifescan they sent me new solution to test the accuracy of both meters. I tested the new meter using the solution and it read 30 which is in the normal range. What stunned me the most was that the old meter read 50 which is in the normal range and that is when I became extremely concerned because the comparison readings I was doing were up to 40 points different. This was evidence that the meter was malfunctioning. Whenever I drove over 5 miles, I made sure my blood sugar was at about 200 on my old meter (which is high, but could have been 160 or lower on my new meter). My series of actions including my wife having to give me juice, contacting 911/paramedics, having high carbohydrate juice at work, in my car and in my pocket at all times are due to the many insulin reactions and inaccurate high readings on my old meter which caused me to take insulin when I didn't need it. Once I realized that my old meter was not functioning correctly I was very concerned and became zealous in contacting lifescan about the problems. Here is one example of my many insulin reactions. In (B)(6), I took my blood sugar before I left work and it was at 97 on my old meter. When I got in my car, I felt lightheaded so I drank a juice before I started driving. As I was driving home I took a wrong turn. I was feeling like my blood sugar was getting lower because I was disoriented, had a lack of focus and my coordination was lacking. Because of this I could not use the old meter and take my blood sugar. I was able to drink more bottles of juice. Even after drinking 4 bottles of juice that were in my car, I was still having an insulin reaction. I was driving aimlessly and lost. I saw a gas station and was barely able to pull in. I walked spastically inside and bought two lemonades, which I chugged down. I finally became oriented, called my wife and told her what happened. I was then able to figure out where I was and drove home. It took 2.5 hours to get home when it usually takes 35 minutes. Once home, I took my blood sugar and it was high. I almost hit pedestrians/cars and I was almost hit by other cars. I'm lucky I'm alive. FDA safety report ID# (B)(4).